Event description:
A spark was seen coming from the device during its use, and black char was noted on the device. When the char was removed, a piece of the needle was noted to be missing. The operating room team was unable to locate the missing piece of the needle on the surgical field. As per hospital policy, x-rays were taken to ensure that there was no retained foreign body in the patient's surgical field. All of the patient's x-rays were negative for any retained foreign body.